Event description:
In 2008, the sales representative reported that, prior to surgery, it was noticed that the screw head was not attached. The malfunction of a similar device has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.